Event description:
A peripheral IV was inserted into the patient. When attempting to withdraw the safety device/needle it failed to activate and pierced the IV tubing. The tubing had to be replaced to deliver therapy.